Event description:
It was reported that; tip of hybrid final tightener was broke.

Manufacturer narrative:
Lot# 059929. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the instrument was found to be approximately 9 years old and used an unknown number of times. Conclusion: the likely root cause of this event is normal wear.

Event description:
It was reported that; tip of hybrid final tightener was broke.